Event description:
During a laparoscopic cholecystectomy procedure, after firing 2-3 clips, the device jammed. The clips procedure but didn't close, falling open in the patient's abdomen. The surgeon finished the procedure with a same device. There was no reported patient consequence.